Event description:
During implant, the impedance was low and no sensing was observed. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies on lead body except procedural damages. Electrical tests were performed and the results indicated normal device characteristics. The pacing lead impedance was normal. Hi-pot test passed between conductors.